Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis) is listed as a potential device or procedure related adverse event.

Manufacturer narrative:
Concomitant medical products: albuterol inhaler, amlodipine, aspirin, atorvastatin, carvedilol, fluticasone, lisinopril and nicotine patch. As of follow-up on 3/6/2014 symptoms have improved. The numbness in the left leg has all but resolved. Numbness and burning in the right leg has continued. He walks without assistance. He is seeing another provider for herniated lumbar discs. According to the physician the cause of the paresis was presumed to be secondary to spinal cord ischemia though MRI did not demonstrate an infarct.

Event description:
On (B)(6) 2013 a patient with a type b uncomplicated aortic dissection was implanted with a conformable gore® tag® thoracic endoprosthesis. The same day, the patient exhibited lower extremity paraparesis. The patient remained hospitalized until he was discharged on (B)(6) 2013.